Manufacturer narrative:
The manufacturer received per, x-ray and product images for review. The manufacturer did not receive the device for investigation. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. (B)(4).

Event description:
Patient was implanted on the right side and underwent revision surgery due to infection.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected and additional information. Event description: patient had a total hip replacement on (B)(6) 2000 and underwent revision surgery on (B)(6) 2020 due to periprosthetic joint infection. During revision surgery, a spacer was implanted. Review of received data: due diligence: no further due diligence required as all required information to support the conclusion is available or was already requested. X-rays: one undated x-ray has been received showing the bilateral hip implants. No anomalies relevant to the reported event were identified. Images: the received images of the explanted products were reviewed, however no conspicuous findings relevant to the reported event were identified. Product evaluation: no product was returned. Review of product documentation: device purpose: all involved devices are intended for treatment. Product compatibility: the product combination was approved by zimmer biomet. DHR review: review of the device history records identified no deviations or anomalies during manufacturing. Conclusion: patient had a total hip replacement on (B)(6) 2000 and underwent revision surgery on (B)(6) 2020 due to periprosthetic joint infection. During revision surgery, a spacer was implanted. Based on the received intraoperative images, the explantation of the devices can be confirmed. However, as neither lab results nor medical records have been received, the infection cannot be confirmed. The quality records show that all specified characteristics have met the specifications valid at the time of production. Therefore, the investigation did not identify a nonconformance or a complaint out of box (coob). As the infection occurred more than 20 years after implantation, the implanted products are not identified as the source or contributing to the reported infection. There are multiple factors that may contribute to an infection that are outside the control of zimmer biomet, such as external factors, i.e. Hospital/surgical environment, provider related risk factors, and/or patient comorbidities/risk factors. In conclusion, as the cause may be multifactorial an exact root cause could not be identified for the reported event. However, there is no indication that the implants caused or contributed to the infection. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
No change to previously reported event.